Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any;defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e2302. Health effect - clinical code :e012202.

Event description:
It was reported from the patients mother that since the patients recent generator replacement and increase in settings, the patient has experienced loss of control of their speech, limbs, erratic behavior, and emotional changes. Due to the events the patient required hospitalization. At the mothers request the device settings were turned down as the mother suspected the high settings were the cause of the events. Per the report, the patients replacement was reprogrammed to the previous devices settings. No other relevant information has been received to date.